Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Extensive nerve damage [nerve injury]. Weakness in legs, hands, arms, and feet [muscular weakness]. Dizziness [dizziness]. Fatigue [fatigue]. Loss of balance [balance disorder]. Numbness in legs, hands, arms, and feet [hypoaesthesia]. Pain in legs, hands, arms, and feet [pain in extremity]. Tingling in legs, hands, arms, and feet [paraesthesia]. Case description: an attorney reported that their adult male client, now age (B)(6), used fixodent denture adhesive, version unknown cream, unspecified total daily use beginning 1997 through 1998, and/or super poligrip original denture adhesive cream, unspecified total daily use from approximately 1997 to present, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity and extensive nerve damage resulting in loss of balance, numbness in legs, hands, arms, and feet, pain in legs, hands, arms, and feet, tingling in legs, hands, arms and feet, weakness in legs, hands, arms, and feet, dizziness and fatigue. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.